Event description:
It was reported that during a total knee replacement, the blade broke by the blade mount. It was further reported that the surgeon was unsure if any pieces were left behind in the pt. It was reported that the knee was thoroughly washed and the surgeons felt confident any debris would have been removed. It was further reported that a normal post-op x-ray was performed and nothing was sited.

Manufacturer narrative:
Invalid lot number provided by hospital. Device not returned for eval.